Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :435135, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: lead.

Event description:
The health care provider (hcp) reported that both of the patient's leads were replaced on (B)(6) 2016 due to an unknown lead issue. The implantable neurostimulator (ins) was not replaced. It was later reported that the patient had a dead battery. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.